Event description:
It was reported that patient experienced mild pain and erythema and was treated with antibiotic therapy, also reported leaving the canula in place for more than 3 days.

Manufacturer narrative:
Name: (B)(6).country: united states of america.based on the available information, this event is deemed to be serious injury.request was performed for additional information including serial number; however, serial number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific serial number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number,reporting site: 8021545,manufacturing site: 8021545.